Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 1 colony forming units (cfus) of candida sp on (B)(6) 2024. The scope was retested on (B)(6) 2024 and tested positive for 3 cfu/100 ml of enterobacteria and moraxella osloensis. The scope was tested on (B)(6) 2024 and tested positive for >53cfu/100 ml of an unspecified microorganism. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. The user provided the following result of the culture test, performed at the third-party labs. (Corrected sampling dates to the previously submitted report). Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: >53cfu/100ml. Bacterial identification: unknown . Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 3.0cfu/100ml. Bacterial identification: enterobacteriaceae, moraxella osloensis. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: biopsy ch . Cfu: 5cfu/100ml. Bacterial identification: coagulase-negative staphylococci. Sampling from: biopsy ch/suction ch . Cfu: 3cfu/100ml. Bacterial identification: champignons filamenteux. Sampling from: a/w-ch. Cfu: <1cfu/100ml. Bacterial identification: n/a. Sampling from: auxiliary water ch. Cfu: 5cfu/100ml. Bacterial identification: brevundimonas vesicularis, champignons filamenteux. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.